Manufacturer narrative:
The technician found the head cylinder was not holding. The technician replaced the head hydraulic cylinder to repair the bed.

Event description:
Information received indicates the head section is drifting down.